Manufacturer narrative:
Na

Event description:
It was reported that during a scheduled follow-up, noise was observed on the sense/pace channel of the rv lead. The patient was not symptomatic during two aborted vf diagnosed episodes. Isometrics and arm movements did not duplicate the noise. The patient will be monitored.